Event description:
Pt was involved in a car accident and returned to surgeon's office complaining of back pain. An x-ray showed the medium ti lamina hook had pulled off the lamina. Surgeon removed the hook and part of the rod at l1 leaving the remaining construct in place. Surgeon noted the pt was fused at l1.

Manufacturer narrative:
Add'l info has been requested. Synthes is unable to provide the date of manufacture without a lot number. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.